Event description:
Additional info received noted no intervention required. Prognosis reported as excellent.

Event description:
Reporter noted surgeon had three corneal burns during procedures one day. Patient 1 of 3: status unknown.